Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02-aug-2019 the following findings: during investigation, the pump booted to a hard cs 052 communication alarm at power up . Due to cs 052 steps 13 and 18 could not be tested. The black box verified a cs 064-0008 on 5/28/2019 . The pump cover was removed , internal moisture damage was found on printed circuit board components including the motor flex connector. Battery compartment cracked from threads to case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that there was a call service 064 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.